Manufacturer narrative:
The viperwire guide wire was received at csi for analysis. A visual examination confirmed that the wire was fractured. Scanning electron microscopy was performed and found evidence of fatigue on the fracture surface. Multiple gouges with severe rotational wear were observed near the fracture. The surface wear damage is the result of use in an elevated stress environment and is consistent with the device spinning in a tight bend and not traversing, resulting in excessive wear on the guide wire. The instructions for use for the coronary oas states "performing treatment in excessively tortuous or angulated vessels or bifurcations may result in vessel damage." The event details provided from the reporter are consistent with this description. At the conclusion of the device analysis investigation, the report that the guide wire fractured was confirmed. The reported perforation could not be confirmed through analysis, and the cause is unknown. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. The diamondback coronary orbital atherectomy system instructions for use states that perforation is a possible adverse event which can occur with use of the diamondback coronary orbital atherectomy system. Csi ID: (B)(4).

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The target lesion in the right coronary artery (rca) was 90% stenosed, with heavy calcium and angulation. The lesion was treated using a diamondback coronary orbital atherectomy device (oad) with four passes on low speed and four passes on high speed using a distal to proximal pulling technique. On the final pass, it was noted via angiography that the viperwire flextip guide wire was fractured. Attempts were made to retrieve the wire fragment for five hours using multiple snares and guide wires, however they were unsuccessful. A stent was placed to secure the wire fragment against the vessel wall. Following placement of the stent, a perforation was noted in the proximal rca. Attempts to stop the bleeding were performed with a perfusion balloon and covered stent with a guide extension catheter, however they were unable to pass the site of the perforation due to the severe angulation. A non-complaint balloon was inflated multiple times and successfully stopped the bleeding. The patient was stable following the procedure.